Event description:
Per the clinic, the patient underwent an internal magnet cassette replacement surgery on (B)(6) 2024, under general anesthesia due to poor magnet retention. The implanted device remains.

Manufacturer narrative:
Correction: the correct date of awareness is august 21, 2024, not august 02, 2024, as previous reported.